Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient reported a blood glucose result of "213 mg/dl" with the subject meter. The patient manages her diabetes with lantus insulin and novolog insulin. After the alleged result, the patient administered her usual dose of insulin (amount not specified). After that, the patient reportedly went about her day and retested her blood glucose after leaving the salon. At that time, the patient obtained a blood glucose result of "66 mg/dl" with the subject meter. The patient felt the reading was "okay" for her and felt she could still drive. While driving, the patient claims she began not to feel well and "passed out." A couple hours later, emergency medical services (ems) responded to her accident. The patient's blood glucose reportedly read "below 20 mg/dl" with the ems meter. The patient could not confirm the treatment she received at that time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.